Manufacturer narrative:
Troubleshooting of the AED with the customer identified that both the AED pads were expired. The cause of the depleted battery was related to a lack of maintenance of the AED. During the AED's automated self-test, the AED identified that the pads were expired and attempted to alert the user by flashing its red asi and chirping. The AED continued to chirp and flash without any evidence in the log of any human interaction to address the aeds condition until the battery pack became completely depleted.

Event description:
An international distributor reported their customer's AED battery was depleted. They reported that this did not occur during patient use.